Event description:
Customer reported one patient sample that failed to react with any cells (reagent or units) where they made up their own 0.8% red cells using mts diluent 2 plus lot mdp107. Sample tested on (B)(6) 2015. Initially account performed manual testing in gel with both ortho screens and panels. Account saw reactivity but could not identify any specific antibodies. Account diluted 3% surgiscreen to 0.8% and tested in gel. No reactivity was noted. They also diluted an immucor panel - no reactivity noted. Account cross matched units in gel; results were all compatible. One unit was transfused with no problem. Account sent sample to the arc for testing. Arc also saw reactivity in gel that they could not identify. Arc also diluted immucor cells and saw no reactivity. However, arc performed a peg screen and panel and identified anti-jka and anti-fya. The unit that was transfused was jka and fya positive but patient did not experience any type of reaction. Unit was given on (B)(6) 2016 followed by 2 units of fresh frozen plasma followed by another unit that was jka and fya negative. Account followed the patient until she was discharged on (B)(6) 2015. No positive dat was developed; no signs of hemolysis were shown. Patient is a (B)(6) female with chronic kidney disease. Account is not alleging any problem with ortho cells, they feel the problem is the mts diluent 2 plus. Incubation time (for manual test only): 15 minutes. Sample type: edta plasma. Daily qc was performed and found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use. Ocd informed account that they should be using mts diluent 2 for igg testing rather than mts diluent 2 plus.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. (B)(4).